Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, firmness and nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Manufacturer narrative:
Medwatch sent to FDA on 07/02/2015. The event of "nerve that was bothering them" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
F/u with the pt provided the following info: pt had a nerve on the left side that has been bothering them since injection.

Event description:
Health professional reported that approximately 6.5 months after injection with juvederm ultra plus xc in labial mandibular region, and concomitantly with juvederm voluma xc in the zygomatic arch and maxilla areas, the patient experienced "swelling of left cheek, swelling between the left cheek and lower eye lid junction, at the junction of the zygomatic arch and maxilla and also in the pre jowl area on both sides, one palpable firm nodule, also palpable swelling on the left maxilla. There was also significant firmness at the labial mandibular region and swelling on the right side of the labial mandibular region." Hyaluronidase, augmentin and clarithromycin was provided as treatment starting 2 weeks after symptom presentation. This is the same event and the same patient reported under MDR ID#3005113652-2015-00011 (B)(4). This MDR is being submitted for the second suspect product, juvederm ultra plus xc, also a device manufactured by allergan.